Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported closure was attempted via a 9f sheath using a proglide device in a mildly calcified right common femoral artery after an extracerebral intervention. Reportedly, the plunger was pushed and removed without issue and the suture was cut. The device was advanced a little to release tension and the foot was retracted. The device was attempted to be removed; however, failed to be removed. The device was advanced a little again, and lever was re-opened/re-closed. However, the device still failed to be removed. Therefore, initially, surgical treatment attempted to be performed with local anesthesia. However, due to respiratory disease, surgical treatment was performed with general anesthesia. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to remove the device/ entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly a 9f sheath was used without using two proglide devices and the pre-close technique. The proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.